Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('adenomyosis') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "mine is bent in half in my tube" (seriousness criteria medically significant and intervention required). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adenomyosis. The patient was treated with surgery (scheduling hysterectomy). At the time of the report, the adenomyosis outcome was unknown. The reporter considered adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: mine is bent in half in my tube. X-ray - on an unknown date: one of mine was in shape. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('adenomyosis') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "mine is bent in half in my tube" (seriousness criteria medically significant and intervention required). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adenomyosis. The patient was treated with surgery (scheduling hysterectomy). At the time of the report, the adenomyosis outcome was unknown. The reporter considered adenomyosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: mine is bent in half in my tube.. X-ray - on an unknown date: one of mine was in shape. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.